Manufacturer narrative:
The pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 232 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed unexpected restart. Troubleshooting found that the pump did not turn on with a new battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.